Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of neurological event, seizures and weakness are known observed and potential adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient experienced a seizure and left-sided weakness 20 days after the uneventful xact stenting procedure in the right internal carotid artery on (B)(6) 2011. The patient was hospitalized, and an MRI was negative for evidence of cerebrovascular accident. Although the physician felt the patient's symptoms resolved on (B)(6) 2011, there was some residual dysarthria, and the patient was discharged to a rehabilitation facility. No additional information was provided.